Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a4, b5, d6b, g2, h3, h6. Reason for reoperation: "capsular contracture baker grade 4". The event of rupture will be unreported as the device was found to be intact. Laboratory analysis summary: device photograph(s) for the device related to the reported event anxiety ¿ product/procedure, edema, capsular contracture was requested on 24-feb-2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: anxiety ¿ product/procedure: unable to observe as it is not related to the device. Edema: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported removal of implant "due to capsular contracture grade 4, 7 years after primary breast augmentation" ... "New implants were inserted." ... "Implant intact". Rupture will be unreported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "experience significant complications," "clean the ricinoleic capsule," "breast ultrasound showing that, have a rupture of breast implants" and "anxiety". Patient later reported "breast ultrasound that shows rupture on left breast", "the left implant was a bit strange but the feeling of the capsule was more obvious the last 2 years" and "breasts were swollen". Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are capsular contracture: unable to observe as it is not related to the manufacturing process. Edema: unable to observe as it is not related to the manufacturing process. Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data.

Event description:
Patient reported left side "experience significant complications," "clean the ricinotic capsule," "breast ultrasound showing that have a rupture of breast implants" and "anxiety". Patient later reported "breast ultrasound that shows rupture on left breast", "the left implant was a bit strange but the feeling of the capsule was more obvious the last 2 years" and "breasts were swollen". Healthcare professional additionally reported capsular contracture baker grade IV and explant device found intact. Device has been explanted and replaced with another manufacturer's device.